Event description:
It was reported via repair work order that the cot will not reach full load height due to malfunctioned bearings. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was originally reported that the cot could not reach full load height. Upon further investigation it was discovered that the cot was having difficulty raising in powered mode. The cot was still able to be fully raised and lowered in manual mode. The cot could still be loaded and unloaded from the ambulance.

Manufacturer narrative:
It was originally reported that the cot could not reach full load height. Upon further investigation it was discovered that the cot was having difficulty raising in powered mode. The cot was still able to be fully raised and lowered in manual mode. The cot could still be loaded and unloaded from the ambulance.